Manufacturer narrative:
(B)(6). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: just to confirm, when after laying few staples, the clamp stopped working properly and tore the pulmonary vein without stapling, did the device partially fire and stop? Yes or, did the device continue to fire, cutting/tearing the pulmonary vein without stapling? No if the device only partially fired, what caused the tear in the vein? Can you clarify what, pull out instead of clean-cut means? It means it tore the vein instead of cutting. On which firing did this event occur (1st, 2nd, 12th, etc.)? 4th or 5th. Was the pulmonary vein completely skeletonized/dissected free from surrounding tissues prior to firing? No info. Was there any tissue or ancillary device between the cutline and the distal tip of the device? No. Were any other disposables used during the firing (vessel clips, vessel loops, suture, etc.)? No.

Event description:
It was reported that during a thoracic procedure, during a lung transplant after laying few staples, the clamp stopped working properly and tore the pulmonary vein without stapling. Vascular injuries and little blood loss, bleeding under control. Another like device was used to complete the procedure. To date, there were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2016. Batch # n5559d the analysis found that the pve35a device was received in good visual condition and with a cartridge loaded on the device fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.